Event description:
The pt's wife reported that the pt has experienced "severe pain" since refill previous day. The concentration of drug in the pump was changed from 2 mg/ml to 25 mg/ml without programming a bridge bolus. The pt was thought to be in withdrawal, although not confirmed. Treatment of event and final pt outcome was not reported.